Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4. H4, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening. An additional contributing factor to the revision may be the inclusion of the tibial insert in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 5814130 02-022-35-4513 - truliant tib imp ps insert sz 4.5 13mm 6371756 - 02-022-55-4545 - truliant por tib tray size 4.5f/4.5t 6606999 - 200-02-38 - three peg patella 38mm.

Event description:
It was reported that a 58 yo male patient, initial left knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2024, approximately 3 years 5 months post the initial procedure. The patient presented to the surgeon for pain in the knee due to loose femur and recalled liner. They were revised to a constrained size 4 left femur with a distal 5 mm augment on the lateral side with a 20 x 1 2. 4.5/13mm ps insert. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for analysis. The patient has a lawyer due to the liner recall and everything was given to them. Device images were provided. No further information.